Event description:
The intuitive sureform 60 stapler was placed into the trocar and an error message appeared stating that there was not a load detected in the stapler, when you could clearly see there was a load. The stapler was removed, and the load was replaced with a different load. When entered into the trocar, an error message appeared stating that it was a used load, but it was a brand-new load. Tried undraping and redraping the arm of the robot and got the error saying there was not a load detected. Replaced the sureform 60 with a new one.